Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of all of the device log files found no evidence of a patient's heart rate being bradycardic. There are two files where pacing was enabled but no energy was delivered due to no valid patient impedance being detected. There was no event date provided, so it is unknown if this event occurred prior to the earliest recorded log file and was overwritten by the users. The device passed all testing including pacing testing using test accessories and a simulator without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.